Manufacturer narrative:
Product analysis: visual and optical examination identified that the threads of the screw are damaged from what appears to be cross threading. The thread damage is consistent with from what appears to be cross threading from misalignment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent surgery for posterior scoliosis and bone graft fusion due to adolescent scoliosis. Intra-op, when the set screw was being tightened into the screw, set screw slipped and could not be tightened anymore. The alleged set screw was then replaced with a new set screw to complete the procedure. No patient complications were reported.